Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return, device photos, event or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photos noted rupture was observed. As microscopic analysis could not be completed, the assessment of the opening is not possible.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. No further actions are required, as no manufacturing issues are observed.